Manufacturer narrative:
(B)(4). Batch number ==> r92w1h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis ==> two pictures were provided. First picture shows two gold cartridges, the one on the top, of the right quadrant, can be seen fully fired as the one piece sled can be seen at the distal part of the cartridge. In addition a staple with no b form shape can be seen. Second picture shows a piece of tissue, an opening can be appreciated at the top of the flesh. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the staples malformed. The patient is with lung cancer. During the right inferior lobe of the lung resection, after fired with two ecr60ds, found staples malformed, some of malformed staples' legs were straight. The patient was bleeding, suture was used to sew the wound and stop the bleeding without blood transfusion. The surgery delayed about 30 minutes. The patient is stable and in the hospital now. The patient¿s length of hospital stay is not extended.